Event description:
A discordant high immulite 2500 ipth result was generated on one patient sample. The sample was repeated by the laboratory with lower results (the initial high result was not reported out). There is no known report of treatment given or withheld based on the discordant ipth result.

Manufacturer narrative:
A siemens fse (field service engineer) was sent to the customer site to evauate the immulite 2500 instrument. After analyzing the instrument, the fse replaced wash station 2, the sample manifold, checked all probes and tubing and then ran qc. The instrument is performing within specifications. No further evaluation of the device is required.